Manufacturer narrative:
The claimed issue was related to high o2 concentration alarm. There was no patient harm. Identification of issue has been done by analyzing problem description, device logs and service report. The issue was resolved by replacing air gas module. The device was delivered to the user in working condition. The gas module regulate the inspiratory gas flow and gas mixture. Faulty gas module may lead to stop of ventilation or low o2. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/19/2020. Corrected manufacture date: 10/15/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator alarmed for high oxygen concentration. There was no patient harm. Manufacturer ref. #: (B)(4).